Event description:
Information was received from a consumer regarding a patient who was receiving morphine [25mg/ml] at a rate of 7.139mg/day, fentanyl [250mcg/ml] at a rate of 71.39mcg/day, and clonidine [200mcg/ml] at a rate of 57.11mcg/day via intrathecal drug delivery pump. The indications for use of the pump were failed back surgery syndrome and spinal pain. It was reported that the patient started experiencing "funky smells" from petroleum to burnt rubber with a gradual onset on (B)(6) 2016. On (B)(6) 2016, the smell was everywhere the patient went. The patient indicated that the cocktail of three drugs was working well, but he was worried that there was something wrong with the drug infusion system due to the "funky scent". It was noted that the patient had never heard the pump alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.